Event description:
A customer reported the unit of measure setting of their freestyle meter changed from mg/dl to mmol/l and also, she was receiving an err3 message. There was no report of death, serious injury or mistreatment. The prod has been requested back for investigation.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.